Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14645. It was reported the patient presented remotely via merlin. Net. Upon review of the transmission, it was observed the patient was in ventricular tachycardia with aborted therapy due to over current detection on the right ventricular lead. The atrial lead was also seen to have low lead impedance and noise. The leads were capped and replaced on (B)(6) 2020. The patient condition was unknown.